Event description:
It was reported customer's probe is failing the element test as it's showing two dead elements. Contact could not advise me on what cleaning solutions they were using. (B)(6) 2024 - evaluation found the probe failure caused a dark line in the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of probe failing the element test was confirmed. The probe fails the probe assessment test with 1 failed transducer element. As a result, there is a dark vertical line in the ultrasound image. The root cause is due to an internal failure within the probe.